Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a revision surgery conducted on (B)(6) 2024 to exchange a broken ceramic femoral head, the trial head of the prosthesis system dislocated from the stem and displaced cranially into the pelvis during trialing. The surgeon was able to extract the trial head through a separate incision. The surgery was completed without any further complications. No further information is available.

Manufacturer narrative:
Sections e1, e3, e4 and h6 were updated. Section h10: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to limited information, it is not possible to conduct a review of historical complaints. Due to insufficient information it is not possible to perform a review of past corrective actions. Due to insufficient information it is not possible to determine a revision of the risk associated to the alleged device. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted and it revealed that the instructions for use states detachment of device or device component of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. The available medical documents were reviewed. Based on the limited information provided a definitive clinical root cause could not be determined and a device malperformance cannot be confirmed. The performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from repeated resterilization, prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. Therefore, all reusable instruments must be routinely inspected for signs of wear and damage after reprocessing. Any instruments found to be damaged should be replaced as necessary to ensure their proper functioning and to maintain patient safety. This guidance is provided by smith & nephew orthopaedics ag. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Internal complaint reference: (B)(4).